Event description:
It was reported by the customer that the syringes are cracking when injecting cortisone. It is suspected that the cracking resulted in leakage. However, this could not be confirmed with the customer. No information was received regarding any serious injury as a result of these reported issues.